Manufacturer narrative:
(B)(4). The customer, a biomedical engineer for the hospital evaluated their device and was unable to duplicate the reported issue. The biomed performed 3 test shocks at 200 joules in sync mode and the device functioned properly. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event, their device was unable deliver defibrillation energy. The customer advised that they were performing a cardioversion on the patient, when the charge button was pressed, they did not hear the charging tone, however the device did show 200 joules at the bottom of the screen. They proceeded to press the shock button but noting happened. The device was power cycled and the same issue occurred again. A backup device was available to deliver the shock. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.